Event description:
It was reported that the right atrial (ra) lead was observed potential oversensing and undefined impedance. It was also reported that the right ventricular (rv) lead measured high threshold. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had experienced intermittent capture/loss of capture due to the patient's electrolyte imbalance. The patient had presented to the emergency room, and reprogramming was performed to increase rv pacing to the maximum output. The patient died several hours later.